Manufacturer narrative:
(B)(4). Additional information is expected. This report will be updated upon receipt of additional information.

Event description:
Additional information reveals that engineering reviewed the memory of the device and unfortunately the save all to memory was performed before the device was reprogrammed. There were no device resets or recorded memory errors. The data showed the device was operating in the second current bin most likely due to the previous programmed output settings. The device should drop to the lowest current bin after the device runs a few battery charge time tests using the 2.5 volts at 0.4 milliseconds output settings. The device is expected to function properly until the next follow up visit with no issues.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was depleting prematurely. During a routine follow-up the physician noticed that the magnet response was elective replacement time (ert). However, when the field representative checked there was a magnet response of beginning of life (bol) with approximately 2 years of battery life left. Pacing threshold testing was performed and the output was programmed to 2.5 volts at 0.4 milliseconds on both the right ventricular (rv) and right atrial (ra). The battery life then was 3 years. The physician was concerned that the battery life estimate may not be accurate. A save to disk was performed and sent in for analysis. No adverse patient effects were reported. This product remains in-service.